Event description:
Reportedly, the programmer often stops.

Manufacturer narrative:
A 2 year retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Upon reception, the returned smarttouch tablet was tested and the reported behavior was not reproduced, as normal functioning was observed. Analysis of available expertise files did not confirm the reported issue, as no log files were recorded for the provided event date. Based on available data, no issue is suspected on the tablet.

Manufacturer narrative:
Upon reception, the returned smarttouch tablet was tested and the reported behavior was not reproduced, as normal functioning was observed. Analysis of available expertise files did not confirm the reported issue, as no log files were recorded for the provided event date. Based on available data, no issue is suspected on the tablet.

Event description:
Reportedly, the programmer often stops.